Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe drops of insulin exit the infusion tubing during the load fill tubing sequence. The customer's blood glucose level was 90 mg/dl. Tandem technical support (cts) attempted to gather more information, but reportedly the customer had resolved the issue.